Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller alleged inaccurate delivery of insulin by the spirit combo insulin pump. Mother says for the last few days, her daughter has had high blood glucose readings, including high ketones. No adverse event reported. A request was made for the return of the device, replacement sent.